Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted in the lad, 1st obtuse marginal and cx. The cec adjudicated mi occurred the same day as index procedure. Cec assessed mi as a non q wave mi (target vessel), 3rd udmi peri pci in the lad. Cec commented marked slow flow in septal branch and also adjudicated stent thrombosis as no event. Safety assessed the event as possibly related to the device and not related to antiplatelet medication.